Event description:
It was reported that patient presented in-clinic for follow-up. Inappropriate high voltage therapy due to ventricular oversensing was noted. Programming changes were made. Patient was fine after the event.